Event description:
It was reported that during a lap hartmann procedure, after the first reload, the instrument cut but did not staple completely. The procedure was converted to an open procedure. Overstitching was done to complete the case.